Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the lead replacement was performed. Physician replaced the lead with contacts that intermittently had high impedances. During the procedure rep obtained guidance for using a non-torque wrench to secure leads in the generator. The physician secured the leads finger tight with non-torque wrench and gave a gentle tug on lead to ensure they would pull free. Rep checked impedances multiple times to ensure they were normal before and after the lead was secured in the generator. The issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient is getting a message on their controller that it cannot provide intensity settings. The patient was unable to feel device related paresthesia. The patient did experience a fall a few weeks ago. The rep interrogated the device in the clinic and noted that contacts 13 and 14 were showing impedances values over 40,000 ohms. The existing programming was using contact 14. The rep reprogrammed the ins avoiding both 13 and 14. However, the patient just called the rep and told them that they are getting the same message of cannot provide intensity settings. The rep scheduled an appointment to see the patient on (B)(6) 2019 to re-interrogate and discuss findings with the healthcare professional (hcp). The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Analysis of the implantable lead has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lead was analyzed and determined that the lead conductor body was broken at the injex anchor site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-mar-18. The rep followed up with the physician office this morning and they indicated that the patient was seen on the (B)(6) in clinic and reported that they did not get expected relief and will be scheduled for a lead revision. This information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
Product ID; 977a260, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-21. The rep met with patient on (B)(6) 2019 in the afternoon to re-interrogate the battery. After running an impedance check it was determined that multiple contacts on the right lead are going in and out of high impedances. Also, an x-ray was taken to help evaluate the integrity of the lead. The right lead appears to be intact but has moved approximately one vertebral body lower than original placement. The rep was able to reprogram the patient on left lead and will wait to hear back on therapeutic response to the new program. If the patient does not achieve good response with the new program then the healthcare professional (hcp) will discuss a possible lead revision with the patient. No further complications were reported/are anticipated.